Event description:
The customer was hospitalized with high blood glucose levels. The pod was worn for less than a day. No other info provided. The customer's mobile number has been disconnected and the home number was not answered and did not accept messages.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.